Event description:
A caller reported an issue with the insulin gauge displaying a different amount than expected, specifically a fill estimate of 125 units instead of the expected 200-220 units. There was no adverse impact on the customer's blood glucose level. Customer technical support (cts) assisted the caller in reloading the same cartridge and instructed them to disconnect and deliver a 10.2 unit bolus to update the insulin estimate, but the call was disconnected, and cts planned to call back.